Event description:
It was reported that the device was brought to biomed shop on (B)(6) 2020 due to an unspecified event. During a non-bd review of the logs, it showed system code 800.8000 "pcu15_general_os_failure " that occurred on (B)(6) 2020 at 1:47:36pm. It was also noted that the clock on the device is six minutes slower than the actual time.

Manufacturer narrative:
Review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 17aug2018. A review of the device service history record was performed beginning from the date of manufacture to the present date of (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present date. The failure record showed no production failure records were opened for the source device. The customer¿s reported complaint of an event associated to an error 800.8000 was not replicated. However, a review of the system logs confirmed the 800.8000 error event occurring on (B)(6) 2020 at 1:47:36 pm. Seconds prior to the error, pump module s/n (B)(6) (channel b) was in kvo and had been silenced. An 800.8000 error is a general os (operating system) fault. The error can be triggered by either software anomalies or defective hardware. During an error 800.8000 event, a non-silenceable high priority alarm is induced and status indicator lights on system on button will flash red. If modules are attached and actively infusing, they will continue to infuse until complete or until the system is powered off. An external and internal inspection of the customer¿s pcu observed the male iui connector contact pins slightly dull. No other obvious issues or anomalies were identified with the source device during the inspection. Key press replication testing did not produce or revealed any issues associated to the error event being reported. Subsequently, the pump module continued to infuse in kvo for approximately 80 hours without exhibiting a malfunction or an anomaly related to the reported event. The root cause of the customer¿s complaint related to an error code 800.8000 (general os failure) was not definitely identified during the investigation.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per customer, it is their policy not to provide patient demographics.

Event description:
It was reported that the device was brought to biomed shop on (B)(6) 2020 due to an unspecified event. Although requested, additional information was not provided. In a non-bd review of the logs, it showed system code 800.8000 "pcu15_general_os_failure " that occurred on (B)(6) 2020 at 1:47:36pm. It was also noted that the clock on the device is six minutes slower than the actual time.